Manufacturer narrative:
Intuitive surgical inc. (Isi) received the double camera controller (doco) for failure analysis investigation. The unit was analyzed and in log reviews, the 307 error was found indicating confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to reported event. The unit was installed onto a golden is3000 system where was triggered indicating fault on the doco. It failed error 307 at start up. Failure analysis was able to conclude that the doc board was found to be the root cause the reported event. Correction: h8. Was updated to initial use of device.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted bilateral internal mammary artery harvest surgical procedure, error 307 occurred. Before calling an intuitive tech support engineer (tse) the site called an intuitive field service engineer (fse) for troubleshooting. The tse talked with the fse, and advised that error 307 points to an issue with the dual camera control unit. The illuminator's led was also found to be amber colored. The tse suggested the site use a 3rd illuminator to verify if the issue would resolve. The procedure was being completed as planned, with no reports of patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the double camera controller (doco). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the unit involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.